Manufacturer narrative:
One of the pump assemblies was damaged. The company representative observed that the input battery connector was weakened from going over the bump. The company representative replaced the power supply. In an unrelated repair, he replaced the safety disk. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit turned off after going over a bump. No patient injury was reported.